Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The patient mentioned on one occasion the issue happened because of an accidental pulling on the infusion tubing. The second time the issue occurred after sweating during exercises. The third time the patient was at home and the cannula got detached one hour or so after it was inserted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The patient mentioned on one occasion the issue happened because of an accidental pulling on the infusion tubing. The second time the issue occurred after sweating during exercises. The third time the patient was at home and the cannula got detached one hour or so after it was inserted.